Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report hearing tones being emitted from the device. It is a pattern of 16 beeps.